Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7023388.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products will not be returned.